Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a reference meter and a high level control. Testing results (qc range: 2.4 - 3.0 inr): qc 1: 2.7 inr, qc 2: 2.6 inr, qc 3: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.

Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6). The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 393937) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter with serial number (B)(4) compared to an unspecified laboratory method. The customer tested on the meter with a result of 4.6 inr. The customer went "straight to the clinic" where the result from the laboratory was 3.5 inr. The customer's therapeutic range is 3.0 - 3.5 inr.